Manufacturer narrative:
(B)(4).

Event description:
The device was removed from the packaging per the instructions for use, inspected and prepped prior to use with no issues noted. Physician was attempting to use one resolute onyx drug-eluting stent to treat a lesion but the stent dislodged during delivery to/at lesion. An attempt was made to snare the stent but it was unsuccessful. Another stent was inserted and successfully trapped the undeployed stent without harm to patient. Please note that this device (resolute onyx) is not marketed in the united states; however it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions